Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and the display suddenly went dark. The customer's blood glucose reading was 99 mg/dl at the time of incident. Troubleshooting found that the battery was replaced but another alarm was received. The customer was advised that a new battery cap would be provided to and to monitor pump.